Event description:
It was reported that the device was fired and the device became stuck on a porcine model during a splenectomy. The customer used an ec60 to cut the device off the tissue. The case was completed with no consequence.

Manufacturer narrative:
The analysis showed that one atb45 device was received instead of an atw45 device. The device was received with a 12 mm xcel sleeve, in the closed position without preload and with a cartridge loaded in the device. The cartridge was received partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The device was manually open, however, the returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, in addition the yoke where engaged with the tube was found broken. No functional test could be performed due to the condition of the device. The manufacturing records were received and no anomalies were found during the manufacturing process.